Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, two (2) devices were found with broken IV needles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicates a broken cannula. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1. Initial reporter facility name: region ostergotland (centrum for inkop, service och logistik) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, two (2) devices were found with broken IV needles. No adverse impact was reported regarding the patient or user.